Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure : trocar from flex tray ax58s. The piece that you attach the suture to for it to stay in place snapped. The dark grey circle came off. This was then replaced with another trocar (separately packaged). Trocar number 2 was individually packaged and again only the piece that you attach the suture to is included as this also snapped. The whole port with suture attachment as we thought the lock was broken to attached the suture stabilizer to the port, or the seal in the port was broken as it was leaking gas as he moved the port; with gen11. A new instrument was used then. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: where was trocar leak coming from (from seal)?yes, the seal seemed torn as there was gas leaking when the port was moved during the procedure. Did broken seal just tear or did it separate from trocar? If it separated, did any part of seal fall into patient? If so, was seal retrieved from patient? No nothing snapped, just tear to seal.